Event description:
A pt coded during a hemodialysis treatment on a phoenix machine. Gambro's clinical investigator contacted the unit supervisor of this facility to obtain details surrounding the event. The unit supervisor would not release any info related to this event, the pt outcome or disposable products involved. A gambro technical service inspected the phoenix machine and determined the machine was operating within manufacturer's specification.

Manufacturer narrative:
The blood tubing set involved in this incident was not available for investigation and the unit supervisor would not provide any info related to this event. Gambro identified the lot number of the cartridge blood tubing set shipped to this customer prior to the date of the event as lot 06r158210. Retained samples of lot 06r158210 were visually inspected, and functional and dimensional testing performed with no failures detected.